Event description:
It was reported that the patient presented in the clinic bleeding at the pacemaker site on (B)(6) 2019. Patient then presented in the clinic a week later complaining of pain at the pocket area, the pocket was infected. The pulse generator was explanted. The patient was in stable condition during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.